Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high lead impedance and was referred for a full revision and x-rays. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available. B1 adverse event or product problem, corrected data: supplemental #02 report inadvertently did not select adverse event b2 outcomes attributed to adverse event, corrected data: supplemental #02 report inadvertently did not select an option b5 describe event or problem, corrected data: supplemental #02 report inadvertently did not note that tissue damage occurred during the full revision surgery. F10 adverse event problem, corrected data: supplemental #02 report inadvertently left out code 'e2402'

Event description:
During the full revision surgery it was reported that the patient&#39;s carotid artery was nicked but it was resolved and the surgery was finished.

Manufacturer narrative:
B6: relevant tests/laboratory data, including dates, corrected data: initial report inadvertently did not include the impedance value.